Manufacturer narrative:
Not fei based: the MDR report for this case is not fei based forthe initial report. The MDR report no. Was missing the digits 968 and stated to be 3002807-2015-00032 instead of 3002807968-2015-00032.

Manufacturer narrative:
This MDR is being filed as part of a CAPA driven retrospective review of complaints (reference CAPA-(B)(4) ). Internal radiometer reference for this complaint is (B)(4). This is a resubmission of the initial MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2015-000032 rather than 3002807968-2015-000032). No fields, in addition to MFR report #, have been changed since the original submission.

Event description:
According to the complaint, six parameter units (po2, pco2, p50, thb, cto2 and glucose) were reflected wrong in the his/lis system when transferred from aqure. The problem originated in the installation of the aqure system. The root cause of this problem was that the radiometer it specialist did not have enough knowledge, to setup the correct units, why it was not installed correctly. The error has been corrected at the customer site and the it specialist received further training in aqure installation (training finished august 25, 2015).